Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had become inoperable and stopped providing stimulation. It is unknown if patient stopped charging the device or if the device became inoperable on its own. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received stated that the patient stopped charging the ipg as instructed and it became inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.